Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their husband, who provided carbohydrates and helped the customer after they fell in the shower to address bg. The customer reported they lost their footing and fell in the shower from feeling light headed, but no injury occurred. Recommendation was made to consult with a healthcare provider to discuss diabetes management.